Event description:
It was further reported that there was no revision done as there was only one electrode out. It was noted that a manufacturer representative was able to program around the electrode. It was unknown what the cause of the high impedances was. It was noted that the patient was getting good coverage after the reprogramming.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that an impedance reading of 10000 was found on a patient¿s electrodes. Revision was planned but date was unknown. Patient reported a fall and her device worked after her fall but not was well.